Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, despite the use of multiple usb cables. Additionally, it was reported that the pump battery became hot to touch when plugged into a power source to charge. Customer¿s blood glucose level was 108-163 mg/dl. The customer reverted to an alternate method of insulin therapy.